Manufacturer narrative:
At this time, the product remains capped and implanted. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically capped and abandoned due to lead safety switch of high out of range pacing impedances greater than 2000 ohms. There was indications of loss of capture at max output with both bipolar and unipolar configurations. A new rv lead was implanted. No additional adverse patient effects were reported.